Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin from the reservoir leaked. The blood glucose reading was 78mg/dl. The caller also mentioned that the one of the reservoir was locked and not could not push the insulin out with the plunger as well air bubbles were up and down on the reservoir. No further information was provided.